Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the evis exera iii video system center experienced a b30 scope communication error. Through troubleshooting, tac asked the customer to power off both the cv-190 and the clv-190, to remove the scope, to clean the contact points on the scope with an alcohol prep pad, to wait for the scope to dry, then to reconnect the scope, power everything back up and to observe the results. The customer reported back that the issue was resolved. As the issue was resolved, the device will not be returned back to olympus. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center experienced a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.